Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during retrograde wicking (realization of a blind femoral tunnel) the mechanism of the wedges broke in several fragments. The incident was repeated with one other flipcutter of the same batch. At the moment we did not receive further information. Further questions asked to the customer.

Manufacturer narrative:
This was initially a reportable event and submitted as 1220246-2019-0122. New info from the reporter showed that all the device fragments were retrieved therefore making this no longer an adverse event. Additional information obtained has been added to event description.

Event description:
It was reported that during retrograde wicking (realization of a blind femoral tunnel) the mechanism of the wedges broke in several fragments. The incident was repeated with one other flipcutter of the same batch. Update 01-aug-2019: the initial planned surgery was an acl repair using arthrex products. After the issue with the arthrex device the surgeon chose to complete the acl repair using another manufacturer¿s product. Update 02-aug-2019: it was confirmed that all the fragments are fully removed and nothing will remain inside the patient.